Event description:
It has been reported to philips that the system failed to startup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) analyzed the system onsite and verified that the system shut down automatically and no longer starts up. After reviewing the log file, fse found that there is malfunction in power supply. Fse found that the defective fuse fh7 in the pdm. Fse replaced defective fuse. After the replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.